Manufacturer narrative:
The exposed portion of the soft cannula was observed to be torn. Fluid was leaking from the damage. The timing and cause of this damage could not be determined. Several internal components including the pcb, top battery, and commutator cap were observed to be corroded. The battery voltages were measured and found to be lower than expected. Download data showed no timeouts or drive stalls and no alarms were generated that would indicate any struggle to deliver insulin. The smc measured within specification. The top housing was observed to be cracked. There is no indication this damage had any effect on the functionality of the device. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 16.6 mmol/l (298.8 mg/dl) while wearing the pod on the leg between 24 and 36 hours. A manual insulin injection was administered to treat the hyperglycemia and a new pod was applied.